Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pfo procedure, a 25mm device was first consider for close the pfo. However, it is too small. Therefore, a 30mm device (9-pfo-030, lot 6117995) was chosen for the patient, physician retracting the delivery sheath to deploy the la disc, the la disc is not able to form a disc shape. Physician tried several time for the deployment, but the la disc just not look like a disc shape. At the end, another 30mm device (9-fpo-030, lot 6665698) was used to complete the case.

Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the deformed, round shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Event description:
During a pfo procedure, a 25mm device (lot 6665698) was first consider for close the pfo. However, it is too small. Therefore, a 30mm device (9-pfo-030, lot 6117995) was chosen for the patient, physician retracting the delivery sheath to deploy the la disc, the la disc is not able to form a disc shape. Physician tried several time for the deployment, but the la disc just not look like a disc shape. At the end, another 30mm device (9-fpo-030, lot 6234047) was used to complete the case.